Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, a crack was observed along the battery compartment about a month ago and it had worsened since. Patient stated that the battery cap was undamaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the battery compartment and the cartridge compartment were cracked. The pump powered up with the appropriate audible and vibratory functions.